Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including pacer testing, sync cardioversion, shock testing, and ECG testing (3 & 5 leads, through pads) without duplicating the report. The device was recertified and returned to the customer. The accessories used at the time of the report were not returned. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.